Event description:
During the implant procedure the patient developed a hematoma. The physician reopened the chest incision and located a clot and drained it. Surgeon opened neck incision and drained blood. Physician located two small nicked vessels in the tunnel channel and tied them. This resolved the issue.